Event description:
It was reported that during a stent-assisted embolization case, after approximately half of the subject stent was deployed, it became stuck and could not be further deployed. The operator tried to adjust the stent for deployment; however, due to tension issues, the partially deployed stent and the catheter migrated together. As a result, the operator removed them from the patient. The procedure was completed successfully using another device, and there were no clinical consequences for the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was returned inside a non-stryker microcatheter, and stent was noted to be partially deployed. The stent delivery wire (sdw) was found to be kinked/bent, and stent was found to be deformed. The stent introducer distal tip was intact. Functional inspection revealed that when sdw was advanced the stent was deployed on the table. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported complaint code 'stent partial deployment' was confirmed during visual inspection. The remaining as reported code unexpected movement of the device could not be replicated. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'the operator used an microcatheter to selectively be delivered to left posterior cerebral artery (pca). The plan was to deploy the stent system 4.0 x 24mm (m003ezas40240, 23125923). After approximately half of the stent was deployed, it became stuck and could not be further deployed. The operator attempted to adjust the stent to deploy, but due to tension issues, the stent system was pulled towards the proximal end of the aneurysm. Then the operator had to continually advance the intermediate catheter to a higher position, retract the entire stent system into the intermediate catheter, and then remove it from the body. The operator then successfully completed the surgery using another stent of the same catalog'. The stent was returned for analysis partially deployed through the distal tip opening of a non-stryker microcatheter. Once the system was flushed, the stent was fully deployed and there was minor deformation noted towards the distal (open cell) end of the device. The stent delivery wire (sdw) was also returned and was noted to be kinked/bent along its length. Finally, the introducer sheath was returned for analysis, and this was noted to be undamaged. Unlike the stryker microcatheters internal hub profiles which are an exact match for the external profile of the distal tip of the introducer sheath, this is not the case for non-stryker microcatheter, and precise placement of the introducer sheath is critical when using a non-stryker microcatheter. In this instance it appears that there was excellent transfer of the stent from the sheath into the non-stryker microcatheter and the stent was advanced to the distal end of the microcatheter without any issues (resistance or friction) reported. Therefore, it is highly likely that the deployment issue occurred as a result of some unknown procedural factor(s) and/or the target vessel tortuosity. The as reported codes unexpected movement of the device and stent partial deployment as well as the as analyzed codes stent deformed, stent partial deployment and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a stent-assisted embolization case, after approximately half of the subject stent was deployed, it became stuck and could not be further deployed. The operator tried to adjust the stent for deployment; however, due to tension issues, the partially deployed stent and the catheter migrated together. As a result, the operator removed them from the patient. The procedure was completed successfully using another device, and there were no clinical consequences for the patient.